Manufacturer narrative:
Other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. Additional information b5. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received. It was reported that during home use of the cassette reservoir, the pump displayed a non disposable alarm message. No patient injury was reported.

Manufacturer narrative:
The lot number of the product was not provided to smiths medical.

Event description:
(B)(6) hospital in (B)(6), has had three nda alarms with the legacy plus and the 21-7302-24.